Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. There was no event file received and therefore a clinical and usability review could not be performed. H3 other text : device not returned for evaluation.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not power on during a rescue attempt. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not power on during a rescue attempt. The patient associated with the reported event did not survive.